Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found error e226. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable is damaged, indicating that the internal charge coupled device may have failed. Therefore, it is assumed that normal communication is not possible, which led to the occurrence of the image noise and error e226. The subject device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found error e226. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable is damaged, indicating that the internal ccd may have failed. Therefore, it is assumed that normal communication is not possible, which led to the occurrence of the image noise and error e226 as you indicated. A definitive root cause cannot be identified. A device history review (DHR) of the current product was conducted and no problem were found. This issue is address in the instructions for use (ifus): IFU applicable area precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Otv-s300 instruction manual code:e226 error message: camera head communication error possible cause:camera head communication is failed. Solution:immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while.if the same problem occurs afterturning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Olympus will continue to monitor the field performance of this device. A device history review (DHR) of the current product was conducted and no problem was found. This issue is address in the instructions for use (ifus): IFU applicable area precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Otv-s300 instruction manual ·code:e226 ·error message: camera head communication error ·possible cause: camera head communication is failed. ·solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while.if the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had noisy image and a physical damage. The issue was found during general routine inspection. No patient harm was reported.